Event description:
Patient was coding, intubated. End tidal was connected to zoll and it was not working. End tidal should be working when connected after intubation. Delay in care. End tidal reading was available to confirm the placement of et tube.